Event description:
It was reported that markerband disposition occurred. A: 038 accustick ii was selected for use in the nephrostomy catheter placement. During the procedure, the radiopaque (ro) marker started in its original position. However, upon insertion into the patient, it was noted that the ro slid back on the introducer. The device was successfully used to complete the procedure. No patient complications were reported.